Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022 at 1:30pm, the patient ate lunch and then took insulin. The cgm was reading 13.0 mmol/l; he did not have any symptoms and did not check a fingerstick bg. At around 3:00 pm, he had a seizure and his mother called 911. Emergency medical services (ems) transported the patient to the hospital around 4:00 pm. The hospital administered IV fluids and monitored the patient for five hours. It was discovered that the cgm was very inaccurate with the cgm displaying 11.0 mmol/l and the bg at 3.4 mmol/l. The patient was released the same day at around 9:30 pm and returned home. At the time of the report he was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.